Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 31 mmol/l at the time of incident and the current blood glucose level was 16.3 mmol/l. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump had multiple insulin flow blocked alarm during basal. Customer stated they have tried all remedies. The insulin pump will not be returned for analysis.